Manufacturer narrative:
(B)(4). Product under evaluation.

Event description:
Customer complains of high results. Customer's daughter states that her mom feels well and requires no medical attention. Customer's expected blood results are 110-120mg/dl fasting. Verified the strips expire 10/17/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 403mg/dl and 503mg/dl not fasting. Reviewed meter memory: 1: 584mg/dl fasting: no; 2: 529mg/dl fasting: no. Customers daughter is concerned with both results of 584 mg/dl and 529 mg/dl that are at this moment in the memory on the meter. No adverse event reported.